Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an elevated capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the left ventricular (lv) lead was dislodged. A revision surgery was performed and the rv and lv leads were explanted and replaced. The patient was stable following the procedure and there were no adverse consequences. (B)(4).